Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The devices were not returned to bsn. Additional information was received that the reason for explant was because the patient was no longer using the device anymore and will also undergo a non-device related procedure.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm .the devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.